Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was replaced due to reaching normal elective replacement indicator. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.